Event description:
It was reported that the user experienced low glucose overnight recorded at 69 mg/dl while on ilet, with the spouse stating the pump continued to deliver insulin and the user perceiving minimal rise above 70 mg/dl; the user reportedly overtreated and later recorded a glucose of 315 mg/dl, confirmed by concordant dexcom g7 and fingerstick values, and subsequently disconnected from ilet and used subcutaneous insulin and oral glucose. Customer care provided support that included transferring user to clinical line. Investigation of this case revealed insufficient information regarding a specific device problem or component involvement, and no findings were available. No clinical symptoms associated with hypoglycemia followed by hyperglycemia reported. Outcomes included no reported health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.